Event description:
Customer alleges "deep" skin stripping when medipore tape, which held a dressing in place for 48 hours, was removed following a cesarean section. Prior to the surgery, chloraprep was applied. When the tape was applied, the skin surface was completely dry. The healthcare facility has contacted the chloraprep rep, whom has provided further training with the healthcare facility's staff. At this healthcare facility, medipore has been used for many years for this particular application and an incident occurring like this cannot be recalled. Due to the skin damage, silvadene cream was applied to the area. No further medical treatment was required.

Manufacturer narrative:
Method: (testing not performed). Results: (product not returned). Conclusions: (no eval will be performed). Common tape application technique: always apply tape to skin that is dry, clean and free from soaps, chemicals and oils. If needed, apply a skin protector and allow it to dry before using tape. Avoid using tincture of benzoin, as it can be a skin irritant. Apply tape without tension and smooth from the center out. Allow at least 1" of tape around dressing edges. Do not secure one end of the tape and apply tension while securing the other end of the tape. This may induce skin trauma in blistering or skin tearing. Maximize adhesion by firmly pressing or rubbing the tape into place on skin, tubing or appliances. Common tape removal technique: loosen all ends of the tape strips, or edges of dressings. Grasp the full width of the tape and slowly and gently pull the tape back over itself toward the wound to minimize disruption of healing tissue. Tape should be removed in the direction of hair growth whenever possible, if this will not disturb the wound area. Keep the tape close to the skin surface as you pull it back, and support the skin immediately adjacent to the strip being removed.